Event description:
The surgeon was performing surgery and attempted to use the enseal. The enseal gave an error message and after the 3rd attempt, the instrument was swapped for another. No injury was caused to the patient.